Event description:
It was reported that there was a suspected catheter leak. A catheter dye study was done but nothing wrong was found. A high resolution CT scan was done and the physician thought they had found a leak at the distal end, so they replaced that portion of the catheter. It was noted that there was no pump alarms. It was reported that after they had replaced the distal end of the catheter, the physician did a pressure test on the old distal end and it did not confirm a leak. The pump system was delivering morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4).